Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had a compromised force sensor system alarm. Caller also reported that the device was squirting out insulin during manual priming. Blood glucose level at the time of the incident was 234 mg/dl. The customer's father was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device was received with cracked/broken off end cap. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify prime alarm due to cracked/broken offend cap. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.